Manufacturer narrative:
Initial review of returned device showed grasper linkage component broke, preventing instrument function. Inspection under magnification not do identify any loose or absent material or components.

Event description:
Customer reported during laparoscopic cholecystectomy that incision es0537 wave grasper insert broke at the base of the jaw near the hinge. Customer reported no serious injury or medical intervention required. Customer reported no risk of serious injury or death if the event reoccurred.